Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a non-original equipment manufacturer (OEM) battery present, the right plunger case and the bottom case were cracked. A review of the event history log (ehl) identified motor rate error. During the functional testing was able to duplicate the reported issue. The root cause of the issue was consistent with normal wear as the pump was over 9 years old. Pump will be quarantine due to non-OEM battery was found with device.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a motor rate error. It is unknown if there was no patient, or clinician injury associated with this event.